Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video assisted thorascopic wedge resection, at the transection of left lung parenchyma, the surgeon was able to press the green button however could not squeeze the handle therefore, the device could not be fired. They replaced the abnormal reload to complete the case. No patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.